Event description:
Same case as MFR#: 2134265-2009-02859, 2134265-2009-02861, 2134265-2009-02866, 2134265-2009-02867. It was reported by the pt, that post a coronary drug eluting stenting treatment procedure, she "feels bad" after each stent insertion and "goes down hill". The pt requires a new stent every 6-8 months, due to scar tissue or restenosis at the end of the stents. The pt is also experiencing: "light headedness, weakness in the neck, inability to stand for more than short periods of time, extreme fatigue, and reoccurrence of angina". A pacemaker was inserted for vasovagal responses. It was further reported by the physician, that post a coronary drug eluting stenting treatment procedure, in -stent restenosis occurred. The lesion being treated was the left anterior descending (lad). The pt presented with chest pain. In -stent restenosis of previously deployed non-bsc stents was identified in the lad. A 2.75x8mm taxus express2 stent was deployed in the lad, proximal to the previously paced non-bsc stent. A 2.50x12mm and 2.50x16mm taxus express2 stent were deployed in the obtuse marginal (om). Six months post the taxus express2 stenting procedure, the pt presented with angina. In-stent restenosis was identified in the lad. A 2.75x16mm taxus express2 stent was deployed in the 80% eccentric lesion located in the right coronary artery (rca). A 2.50x8mm taxus express2 was deployed at 12 atm, due to a distal edge dissection. Excellent results were achieved. Next, the in-stent restenosed lesion in the lad was dilated with a 3.0x15mm non-bsc balloon, inflated to 18 atm with prolonged balloon inflation. Additional inflations were made distal to the previously deployed stents with the same balloon, resulting in a dissection. A 2.50x16mm taxus express2 stent was deployed, beyond the in-stent restenosed region, to treat the dissection. Excellent results were achieved. The pt was to continue on aspirin and plavix for life. One year post the initial taxus express2 stenting procedure, the pt presented with unstable angina. A 2.75x12mm taxus express2 stent was deployed at 14 atm in a de novo lesion located in the proximal rca. Moderate focal in-stent restenosis within the proximal edge and mid portions of the lad stents were identified. A decision not to treat the area was made by the physician. One year and eleven months post the initial taxus express2 stenting procedure, in-stent restenosis of the previously stented lad was identified. Inflations were made with a 2.5x12mm quantum maverick balloon, a 2.5x15mm unk cutting balloon, inflated up to 10 atms, and a 2.75x15mm unk cutting balloon, inflated up to 15 atms. Excellent results were achieved. Two years and one month post the initial taxus express2 stenting procedure, the pt presented with a recurrent chest pain with class 3 angina. In-stent restenosis in the mid lad, along with a high grade de novo stenosis was identified. Inflations in the mid lad were made with a 3.0x12mm quantum maverick balloon and a 2.75x12mm taxus express2 stent was deployed to 14 atm. A kissing balloon technique was performed in the ostium of the 1st diagonal with a 2.0x8mm quantum maverick balloon and the previously used 3.0x12mm quantum maverick balloon. Inflations in the mid lad, in the area of the restenosis, were made with a 3.25x20mm quantum maverick balloon, inflated up to 20 atm. Angiography revealed excellent stent apposition. Two years and three months post the initial taxus express2 stenting procedure, the pt presented with chest pain. In-stent restenosis was identified in the distal stented portion of the mid lad. Inflations were made in the mid lad with a 3.5x12mm and 3.5x20mm quantum maverick balloon. The brachyradiation therapy was performed for three minutes in the distal lad. Spasming of the distal portion occurred and was treated with intracoronary nitroglycerin, verapamil, and low pressure inflations with a 2.5mm maverick balloon. Excellent results were achieved. Two years and four months post the initial taxus express2 stenting procedure, the pt presented with crescendo angina. Angiography was performed. In-stent restenosis was identified in the distal portion of the stents. Heparin was given. Ivus revealed no evidence of significant new intimal hyperplasia or significant stenosis in the lad. The pt was admitted for observation. Three years and 10 months post the initial taxus express2 stenting procedure, the pt presented with angina. Angiography and ivus were performed. Four years and three months post the initial taxus express2 stenting procedure, the pt presented with angina. In-stent restenosis was identified in the proximal lad. Ivus revealed high grade 80% obstructive disease within the proximal portion of the lad and proximal stented portion. A 3.00x12mm taxus express2 stent was deployed in the proximal lad. Excellent results were achieved. Four years and eleven months post the initial taxus express2 stenting procedure, the pt presented with exertional symptoms. Timi sluggish flow was identified the proximal lad with a 100% occlusion of the distal stent margin with timi 0 flow. The pt developed significant shock during the procedure, likely related to a contrast allergy. The pt developed hypotension requiring intracoronary epinephrine, with response, multiple rounds of intravenous pressors, a dopamine drop, and an epinephrine drip. Inflations were made with a 2.0mm apex and 3.0mm non-bsc which restored some flow. Ivus was performed revealing significant plaquing in the distally placed stents. A 2.25x24mm and 2.25x16mm taxus express2 atom were deployed overlapping and inflations were made with the 2.0mm apex balloon, which restored tami 3 flow. During the procedure, a non-bsc aspiration catheter was used with little effect. The pt continued to have profound hypertension. Intra-aortic balloon pump (iabp) was placed. The pt was treated for shock related to contrast anaphylaxis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.